Manufacturer narrative:
Correction to h6 impact codes d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although no product has been returned, we have determined that the pseudoaneurysm and hematoma are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use confirmed that pseudoaneurysm and hematoma is addressed as a potential procedural complication when using farawave. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of pseudoaneurysm and hematoma is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device and supporting evidence that came to this conclusion. Based on the information provided, the reported event of pseudoaneurysm and hematoma are known inherent risk of farawave. As stated by the instructions for use. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter and veracross connect access solution for faradrive was selected for use. The procedure was successfully completed. Post-ablation, while awakening from anesthesia, the patient became agitated and active, subsequently developing a large left groin hematoma. Ultrasound imaging revealed a large pseudoaneurysm at the vascular access site, which was deemed unsuitable for thrombin injection. The patient's anticoagulation was reversed with two units of fresh frozen plasma (ffp). The access site complication was managed surgically with a successful repair of the left femoral artery, including placement of a prevena wound therapy system and a jackson-pratt (jp) drain. Medications administered included ketorolac, morphine, and oxycodone as needed, along with one unit of packed red blood cells (prbcs) for a hemoglobin level of 7.3. The patient was admitted for medical management from (B)(6) 2025. The farawave catheter used in the procedure is not available for return. It remains unclear whether the access site complication occurred on the same side as the boston scientific device insertion.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter and veracross connect access solution for faradrive was selected for use. The procedure was successfully completed. Post-ablation, while awakening from anesthesia, the patient became agitated and active, subsequently developing a large left groin hematoma. Ultrasound imaging revealed a large pseudoaneurysm at the vascular access site, which was deemed unsuitable for thrombin injection. The patient's anticoagulation was reversed with two units of fresh frozen plasma (ffp). The access site complication was managed surgically with a successful repair of the left femoral artery, including placement of a prevena wound therapy system and a jackson-pratt (jp) drain. Medications administered included ketorolac, morphine, and oxycodone as needed, along with one unit of packed red blood cells (prbcs) for a hemoglobin level of 7.3. The patient was admitted for medical management from (B)(6) 2025. The farawave catheter used in the procedure is not available for return. It remains unclear whether the access site complication occurred on the same side as the boston scientific device insertion.